Event description:
It was reported the patient experienced ineffective stimulation. The right l5 lead had impedances throughout the lead. Fluoroscopy indicated the right l5 lead was fractured and the right and left s1 leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the s1 leads were explanted and replaced to address this issue. Therapy was restored. Surgery to address the fractured l5 lead may take place at a later date.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.